Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope experienced error code b30 (scope communication error) during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the suggested event most likely occurred due to an electrical component problem or failure. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.

Event description:
No additional information received from the customer.